Manufacturer narrative:
There is more information for the device. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image with the ltf-vh scope. This is attributed to the bent pins inside the video connector. The comp out video output signal was damaged. User handling caused the issue. The device has an up to date main switch.

Event description:
As reported for this event, during preparation for use the device did not show an image. The device connector appeared to have bent pins. There is no patient involvement and no harm reported to any patient.